Event description:
It was reported that the patient underwent a device replacement. During the replacement burning was noticed in the pocket and fluid was found in the connector and the port of the implantable neurostimulator. Possible problems were also found at the connector site.